Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during right shoulder arthroplasty, the implant did not seat into the humeral stem. Another poly liner was used to complete the surgery successfully. No patient consequences were reported as a result of the malfunction. No additional information is available at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The complaint was confirmed based on the returned device. Visual inspection of the return device shows the marks on the poly liner at the anti-rotation slot indicate that the liner was aligned to the stem, however it is unknown how the nicks are formed underneath the locking clips. It is also observed that the liner did not seat all the way in, since the marks in the anti-rotation slot of the liner did not go all the way thru the slot. The device history records were reviewed and no deviations/ anomalies were identified. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.